Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that recharging was taking too long. The patient said they had been charging for 3 days, but it would not charge. The patient had 0 bars shaded in. The patient positioned the antenna over the ins. The patient lined the belt up under the incision and saw the poor coupling screen. The patient performed an antenna locate and had 42-56. The patient was able to find 50 again and start a recharge session with 2 bars. After moving around and turning the dial, the patient was up to 6 bars. The patient reported she fell on her butt and jarred her spine 3 weeks prior to the report. The patient had a CT scan and a shot of morphine and was sent home. The patient said that at time she was in excruciating pain and could not get her device to charge. Troubleshooting resolved the reported issue. No further complications were reported.